Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was slightly extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician did not find the measurements satisfactory upon initial placement and attempted repositioning the lead when the helix was observed to no longer extend despite more than 30 turns of the pin. The lead was extracted and procedure completed with a competitor product. No adverse patient effects were reported.